Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Event description:
Customer reported a port issue and noted her adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Customer further reported that on (B)(6) 2012 she noticed her right leg was dragging and was unable to use it. Customer self-presented to a local healthcare facility and was subsequently admitted to the hospital. It was further reported a reading of 406 mg/dl was obtained on an unknown hcp brand of meter. Customer was treated with an unknown amount of insulin, but was unable to report what diagnosis she received. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported products were returned and investigated. The meter powered on with button press and strip insertion. No power issue with the strip port was observed. No new issues were observed. The complaint is not confirmed.